Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). The reported driveline power fault alarms were confirmed through the analysis of the log file, but was not reproduced when modular cable was tested with laboratory equipment. The log file submitted for review spanned from (B)(6) 2018 and driveline power faults were noted with the pwr_b_broken being flagged. The modular cable (lot# 183274) was returned for analysis. The modular cable passed all electrical testing. The returned modular cable was also tested together with laboratory equipment and no functional issue was identified. The data in the log file, the observed burn mark, and the damaged fuse indicates that the driveline was incorrectly inserted into the controller by 180 degrees, causing the reported controller fault alarms. The root cause of the reported alarm was determined to be misalignment of the modular cable connector into the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the modular cable was exchanged due to driveline faults. Patient was asymptomatic. During investigation of the returned modular cable, burn mark was found. No additional information was provided.